Event description:
Our facility has previously reported ongoing issues with our new b. Braun outlook 100 pumps. Approximately 150 of our 700 pumps have been known to "lose" their drug libraries (i.e. The pumps default to their factory preset and prompt the user to enter the dosing information rather than allowing the user to pull information from the drug library -- this does not impact the patient as our staff can revert to manually inputting rates but it is not allowing us to utilize these pumps in the manner intended). Initially, the manufacturer provided us with software upgrades, which did not solve the problem. They have now replaced the batteries in approximately 60 of our pumps, and this seems to have resolved the issue. Bbraun believes they may have gotten a bad batch of batteries from their supplier, and that it is possible these batteries ended up in our pumps. Additionally, they are working on another software enhancement to complement the new batteries, so that as the batteries age the problem of losing the drug library does not recur. Bbraun has also acknowledged that two other facilities have experienced this problem.